Event description:
It was reported that the user experienced persistent hyperglycemia while using the system with a g7 sensor and a 6 mm infusion set, with no reported leaks, delivery interruptions, or device alarms; a confirmatory fingerstick measured 230 mg/dl, and the user was guided through an infusion set change, then advised to either perform a full supply change or follow secondary therapy per physician direction, with instructions to remain disconnected from the pump for at least two hours if using secondary therapy. Symptoms included hyperglycemia. Outcomes included resolution trend as glucose levels began to decrease during follow-up. Investigation included troubleshooting and education with guided infusion set replacement and evaluation of potential use of secondary therapy. Investigation of this case revealed no device alerts or confirmed delivery failures, and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.